Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report# mw5069968.

Event description:
It was reported that the 2.50 x 15 mm trek rx balloon balloon ruptured during the procedure. There was no reported adverse patient effect. No additional information was provided.